Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and declined troubleshooting for it. The customer also stated that, the infusion set had bent cannula and sensor had calibration not expected error and tape not adhering. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator communicates properly to the pump. No calibration error alert noted during the testing.